Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure, performed on (B)(6) 2012. According to the complainant, during the procedure, the clip was locked and deployed onto the tissue however, the clip failed to release from the delivery system. The device was removed from within the patient and from service and then the procedure was completed using another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure, performed on (B)(6) 2012. According to the complainant, during the procedure, the clip was locked and deployed onto the tissue however; the clip failed to release from the delivery system. The device was removed from within the patient and from service and then the procedure was completed using another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination found that the device returned with the clip assembly mashed onto the bushing. Functionally, the clip assembly could not be deployed and the prongs could not be opened or closed. In addition, a kink was present in the control wire. The reported event of clip failed to release from the delivery catheter was confirmed through analysis of the returned device. The evaluation revealed that the clip assembly was mashed onto the bushing which prevented its release from the delivery catheter. This damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.